Manufacturer narrative:
As reported, post-implant of the bard soft mesh, the patient was diagnosed with bacterial infection and underwent drainage and treated with antibiotics. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Infection is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use (IFU) supplied with the device. In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." This MDR represents the ae of bacterial infection. Additional mdrs were submitted to represent additional aes of wound dehiscence and seroma. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2019 - subject patient underwent a multiple recurrent open upper midline ventral hernia repair and was implanted with a bard soft mesh. The mesh was fixated using both mechanical fixation and sutures. The fascia was completely closed by mechanical suture and skin closure was achieved using staples. The subject patient was discharged from the hospital on (B)(6) 2019. (B)(6) 2020 - subject patient was diagnosed with surgical site infection. The patent underwent removal of infected suture material, causing sinus tract formation with drainage. The patient was administered antibiotics with both intravenous and oral. The ssi was superficial and the culture tested positive for bacteria, methicillin-resistant staphylococcus aureus (mrsa). The patient was discharged to home on (B)(6) 2020. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.